Event description:
It was reported that a defective catheter was found after use with a insyte 24ga x 0.75in. The following information was provided by the initial reporter, "when removing the branula, the professional becomes aware of the teflon separation in the branula, the patient ends up with a hematoma in the puncture site."

Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective catheter was found after use with a insyte 24ga x 0.75in. The following information was provided by the initial reporter, "when removing the branula, the professional becomes aware of the teflon separation in the branula, the patient ends up with a hematoma in the puncture site."